Event description:
An allergist reported that he had a pt who had a rash and itching following the placement of a gel mark ultra marker in 12/05. He did not have the model number or the lot number of the biopsy site marker. The pt had the initial reaction five weeks after the placement of the marker, and then she had a second reaction two weeks after her initial reaction. She was prescribed prednisone, allegra 180, and ternavate and the rash and itching subsided. A single gel mark ultra titanium marker was sent to the allergist so that the dr could perform an allergy test. The allergist reported that the allergy test performed with the pellets gave a negative result. It was requested by the pt that more pellets be sent to the allergist for follow up testing. The pellets will be sent to the allergist for a second allergy test.